Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown surgery with the two-column small plate for left and the guiding block. After the nurse attached the guiding block to the two-column small plate with hand, the surgeon tried to fix the guiding block using the screwdriver. However, the surgeon could not tighten the attachment screw, so that when the surgeon removed the guiding block, the tip of the attachment screw was broken and remained in the plate. The surgeon removed the broken fragment using pliers and other instruments and confirmed that there were no fragments in the patient¿s body. The surgeon used the drill sleeve after removing the broken fragments, and the surgery was completed successfully. The products were shipped to the consignment return section as they were consignment products. This report is for the guiding block. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.111.600. Lot # 09-4567. Manufacturing site: werk selzach. Release to warehouse date: 18 dec2009. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the tip of the attachment screw was broken at guidingblock f/2-column dist-rad-pl2.4 6. The guide blocks for two-column plate, 6-hole head was observed from the product code 03.611.601 left. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for guidingblock f/2-column dist-rad-pl2.4 6. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.